Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. Upon examination, the right ventricular (rv) lead was found to be dislodged. The rv lead was explanted and replaced on the same day. The patient condition was not known.